Event description:
Implant didn't achieve osseointegration, primary stability was achieved, preceding bone augmentation. After 11-12 weeks healing, uncovered implants and came out with healing cap (both implants). Mm2024_0715 and 2024_0716 are the same patient.